Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a patient underwent placement of a peripherally inserted central catheter (PICC) on (B)(6) 2025, for a malignant lung tumor. On (B)(6) 2025, the catheter was maintained during an outpatient visit. Physical examination revealed mild swelling and discomfort at the right PICC insertion site. Upper limb vascular color doppler ultrasound examination was performed, which showed thrombosis in the right brachiocephalic vein and axillary vein. The patient was placed under continuous observation. The catheter tip is in the correct position, and removal is not currently recommended. The patient is prescribed oral rivaroxaban tablets, twice daily at 15 mg per dose, as per medical instructions. Symptoms improved on (B)(6).